Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a proximal inlet failure. It was unknown how the issue was found. No patient or user harm reported. At the time the event was reported the philips, it was noted that the customer's issue was for a proximal inlet failure; however, details documented by the philips service engineer (se) on 02aug2023, indicate that the issue was determined to be a 110b ((cbit) check vent: proximal pressure sensor auto zero failed) error code. The se reported that the allegation of a 110b error code could not replicated during evaluation. The se noted that solenoid valve (number 3) had been replaced as a proactive measure, and that all functional checks were okay (including leak test, pressure test, flow test, and o2 mix accuracy). The device was monitored overnight, and the issue still was not replicated. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
(B)(6).